Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported the patient experienced pain on (B)(6) 2020 and underwent a cystoscopy. It was reported that the patient underwent a cystolitholapaxy to remove a stone from her bladder. It was reported that the patient underwent a second cystolitholapaxy in (B)(6) of 2020. It was reported that the patient underwent a cystoscopy on (B)(6) 2021 and found bladder stones that were attached to the left side of the eroded mesh. It was reported that the patient underwent a cystolitholapaxy on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2021. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2020. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2021. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2020.